Event description:
It was reported that the customer was hospitalized twice for diabetic ketoacidosis and due to insulin pump malfunctions. One of the devices that the customer was wearing at the time of hospitalization was a medtronic insulin pump. The blood glucose reading was unavailable. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.